Manufacturer narrative:
The device was returned due to regurgitation, stenosis, and calcification. Gross morphological and histopathological examination revealed cusp 1 contained a fold and cusp 2 contained one tear. Cusp 3 contained loss of collagen fibers in the base and focal outflow surface fibrin. There was no acute inflammation or significant calcifications present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Information from the field indicated the surgeon tore the cusp during valve explant.

Event description:
On (B)(6) 2013, a mitral valve replacement (mvr) was performed and this 27 mm epic valve was implanted. On (B)(6) 2017, regurgitation and stenosis was noted. A re-do mvr was performed and upon explant, all three leaflets were found to become circumferentially discolored white due to calcification, which were located at the middle portion of the free edges. It was noted that the surgeon tore the leaflet during valve explant. The valve was explanted and replaced with a 27 mm carpentier-edwards perimount magna ease mitral heart valve. The patient is reported to be stable.